Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Consumer reported complaint for erratic blood glucose test results. (B)(6) (fiance) is calling on behalf of the customer. The expected fasting blood glucose test result range is 150 to 200 mg/dl. The blood glucose testing is performed several times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking insulin to manage diabetes. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 73 mg/dl and 62 mg/dl. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2015. The meter memory recalled for non-fasting test results performed: (B)(6).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Consumer reported complaint for erratic blood glucose test results. (B)(6) is calling on behalf of the customer. The expected fasting blood glucose test result range is 150 to 200 mg/dl. The blood glucose testing is performed several times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking insulin to manage diabetes. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 73 mg/dl and 62 mg/dl. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2015. The meter memory recalled for non-fasting test results performed: (B)(6).